Manufacturer narrative:
The initial MDR 2432235-2017-00103 was filed on february 6, 2017. Additional information (02/16/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the acid and base connectors, aspirate probe pinch valves and the aspirate probes. The cause of the discordant, falsely elevated free thyroxine and falsely depressed thyroid-stimulating hormone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer provided the quality control (qc) data. A review of the qc data, showed it was in range at the time of the event. A siemens' customer service engineer (cse) was dispatched to the customer's site. The cse performed a dispense and aspirate test with water, a checking, cleaning and dispense test for all probes, an acid and base dispense test. The cse cleaned the luminometer, performed a dark count with and without cuvettes, emptied and filled ring and rebooted the system. The cse ran qc, which resulted in range. The cse ran a 10 replicate sample, resulting within range. The cse found a "thermal: communication error command failed" message. The cse replaced the real time sparc board. The cause of the discordant, falsely elevated free thyroxine and falsely depressed thyroid-stimulating hormone results is due to the real time sparc board. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated free thyroxine and falsely depressed thyroid-stimulating hormone results were obtained on two patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same instrument, resulting lower. The repeat results were not reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated free thyroxine and falsely depressed thyroid-stimulating hormone results.